Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant showed that the door was open, when the door appeared to be completely closed. A restart of the image acquisition system (ias) and mobile view station (mvs) did not resolve the issue. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, h3: a medtronic representative went to the site to test the equipment. Testing revealed that the rotor was not in the home position. The rotor offset was adjusted and invalidate home was performed. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.